Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported the surgeon pulled the driver tip out of the screw head with a kocher. Return requested for driver 5.5/6.0. No parts have been received by manufacturer for analysis. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's 5.5/6.0 mas cannulated driver broke at the tip. The threaded part remained intact. The surgeon pulled the driver tip out of the screw head with a kocher. This did not cause any injury to the patient or staff. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.